Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement procedure these right atrial (ra) and right ventricular (rv) leads became damaged when disconnecting them from the competitor device. Stretching of the leads and insulation separation was observed as they were pulled while trying to free them from the device. The physician then elected to cap and surgically abandon the leads. A new system was then implanted. No adverse patient effects were reported. These leads are no longer in service.